Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer rf (radio-frequency) head failed testing. A cracked lens, delaminated label, broken case, cracked and contaminated retainer, and corroded magnet and circuit board were also found. (B)(4).

Event description:
The programmer rf (radio-frequency) head was returned with a programmer. It was analyzed and tested out of specification. There was no patient involvement.